Event description:
It was reported that the arctic sun device alerted 115 (prolonged warm water exposure) and was not sure what this was. After looking at event log it also alarmed 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). The target temperature was 37c, patient temperature was 35.5c, water temperature was 40c and water flow rate was 2.3lpm and weight of the patient was 70kg. Alarm 115 (prolonged warm water exposure) prolonged warm water exposure might increase the risk for skin injury. Nurse confirmed patient had correct size pads on medium. Mis confirmed nurse had a secondary probe to confirm this was the correct temperature. Mis asked nurse if they have bair huggers, but nurse stated that they thought it was the patient, not the device and would call back if nurse had any other questions. Per investigator notification received on 28jul2023, it was reported that the arctic sun device alerted alarms 15 and 50.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device alerted 115 (prolonged warm water exposure) and was not sure what this was. After looking at event log it also alarmed 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). The target temperature was 37c, patient temperature was 35.5c, water temperature was 40c and water flow rate was 2.3lpm and weight of the patient was 70kg. Alarm 115 (prolonged warm water exposure) prolonged warm water exposure might increase the risk for skin injury. Nurse confirmed patient had correct size pads on medium. Mis confirmed nurse had a secondary probe to confirm this was the correct temperature. Mis asked nurse if they have bair huggers, but nurse stated that they thought it was the patient, not the device and would call back if nurse had any other questions.